Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements over the past several years. The highest values are around 150 to 160 ohms, and over the last year the highest measurement was 146 ohms. Additionally, low rv sensing amplitude has also been observed. Since the patient's implantable cardioverter defibrillator (ICD) has one year of estimated remaining battery longevity, technical services (ts) was consulted, and in clinic troubleshooting was discussed in order to determine if the rv lead should be replaced at time of the box change. No adverse patient effects were reported. This product remains in service.